Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Incident description: scrub team cannot give me a description. Additional information received from rep, (B)(6): surgeon called [.....] Who was performing a lap choley. He placed 3 clips on a vessel with no obvious technique issues and all 3 of clips fell off of the vessel. Additional information was received on (B)(6) 2018 from, applied medical territory manager. He placed 3 clips on the cystic artery. He then placed 3 clips on the patient side of the cystic duct and 1 above on the specimen side. After a short while all of the 3 clips placed came off of the cystic duct. He then put another 3 x clips on the ducts and these stayed on. 2 clips were retrieved and 1 stayed in the patient which the surgeon was aware of. Additional information was received on 25sep2018 from applied medical territory manager. The surgeon was using the applied medical trocars and retrieval bags as well as the clip applier for this operation. Knife to skin at 09:34 - the surgeon identified the cystic artery and placed 3 clips on it, 2 on the patient side 1 on the specimen side and cut, there were no problems with these clips. The surgeon continued the operation and identified the cystic duct. Once this was identified he placed 4 clips on the duct, 3 on the patient side and 1 on the specimen side. All the clips looked like they were on the duct securely but when the camera moved out they noticed all 3 clips fell off at approximately 10:30am. The clips were left in the abdomen until the end of the procedure. The surgeon then placed 3 more which stayed securely. The procedure carried on and there was another bleeding vessel which registrar fired a clip on, due to the location of the vessel the clip was not securely attached and fell off which was removed from the abdomen straight away. The surgeon then fired 2 more clips on the vessel which stayed on securely. The gallbladder was mobilized and removed and during wash out 2 of the 3 clips were removed from the abdomen and 1 was left in the patient. Patient status: no harm to patient.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed as the event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit, it is likely that the reported event was caused by the user's clip application technique. The instructions for use instructs the user to "ensure the clip is secure and completely positioned around the tissue being ligated," and "verify that the ligation site is free of obstructions or other clips before firing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: laparoscopic cholecystectomy. Incident description: scrub team cannot give me a description. Additional information received from rep, 20 september: surgeon called [.....] Who was performing a lap choley. He placed 3 clips on a vessel with no obvious technique issues and all 3 of clips fell off of the vessel. Additional information was received on 20sep2018 from, applied medical territory manager. He placed 3 clips on the cystic artery. He then placed 3 clips on the patient side of the cystic duct and 1 above on the specimen side. After a short while all of the 3 clips placed came off of the cystic duct. He then put another 3 x clips on the ducts and these stayed on. 2 clips were retrieved and 1 stayed in the patient which the surgeon was aware of. Additional information was received on 25sep2018 from, applied medical territory manager. The surgeon was using the applied medical trocars and retrieval bags as well as the clip applier for this operation. Knife to skin at 09:34 - the surgeon identified the cystic artery and placed 3 clips on it, 2 on the patient side 1 on the specimen side and cut, there were no problems with these clips. The surgeon continued the operation and identified the cystic duct. Once this was identified he placed 4 clips on the duct, 3 on the patient side and 1 on the specimen side. All the clips looked like they were on the duct securely but when the camera moved out they noticed all 3 clips fell off at approximately 10:30am. The clips were left in the abdomen until the end of the procedure. The surgeon then placed 3 more which stayed securely. The procedure carried on and there was another bleeding vessel which registrar fired a clip on, due to the location of the vessel the clip was not securely attached and fell off which was removed from the abdomen straight away. The surgeon then fired 2 more clips on the vessel which stayed on securely. The gallbladder was mobilized and removed and during wash out 2 of the 3 clips were removed from the abdomen and 1 was left in the patient. Patient status: no harm to patient.